Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger analysis of the recharger, model 97755-s, s/n (B)(6) found complaint unverified no issues with finding or charging ins. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755, serial#: (B)(6), product type: recharger. Product ID: 97745bp, serial#: (B)(6), product type: accessory. Product ID: 97745ac, serial#: unknown product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported their controller was taking longer to charge and the issue began right after they had their knee surgery on june 7th. During the call there were no damages in the controller charging port. The ac power pins closer to the plug where it met the end of the 'battery' were a little discolored. The battery pack pins also had markings or scratches. The issue was not resolved. An email was sent to the repair department to replace the battery pack and ac power. Additional information was received from the patient. The recharger was getting warmer then usual and implant takes longer to charge. No damages on the recharger and controller charging port. No symptoms were reported. A replacement intellis recharger and ac charger. Was sent out.